Event description:
Meter name: one touch ii, strip name: one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: of low blood sugar. Their meter allegedly would only prompt message of not enough blood. The result on their meter was last noted result was 54mg/dl. Treatment was drank milk. No further information has been reported.